Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: doctor passed just the needle of the vloc for endostitch into the tissue. The tissue was too thick. Instead of retrieving it by pushing it forward, she tried to pull it out from the suture end. A few barbs from the suture were already in the tissue as the suture broke under tension leaving the needle in the tissue. It took about 10 minutes to retrieve the needle, but she felt she made that time up with the speed associated using another vloc for endostitch once the needle was retrieved. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more tha 30 minutes.